Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush for dental cleaning (route- dental, frequency, lot number and expiration date were unspecified). After an unspecified duration, on (B)(6) 2013, the consumer noticed that, the toothbrush snapped in half while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: based upon an acceptable product and manufacturing history review, lack of a lot number and sample and no adverse trends a root cause cannot be determined for this complaint. If a sample and/or lot number is received, this case will be reopened and investigated accordingly. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush for dental cleaning (route- dental, frequency, lot number and expiration date were unspecified). After an unspecified duration, on (B)(6) 2013, the consumer noticed that, the toothbrush snapped in half while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.